Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation due to fall. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Right shoulder.

Manufacturer narrative:
(B)(4). Investigation summary no device was returned. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.